Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
During vinjection of vitaprema (during manufacture), non-tightness of the syringe seal: passage of the liquid through the plunger (a0504) (frequency: 4 times) . Consequence(s) of the incident : microbiological risk of preparations - loss of time (f14) - change of device (f1905).

Manufacturer narrative:
One sample received for investigation, upon visual inspection, damaged barrel between the 20-30 ml is observed. This damage means that when the stopper passes through this area it is not completely glued to the cylinder, leaving a gap and allowing air to enter or liquid to exit through the stopper, causing leakage. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
No additional information.